Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone15.4 cgm sensor type: g6.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data shows that the pod completed both priming sequences in 29 pulses and was deactivated at the end of second prime. Rotational sensor malfunctions resulted in first prime ending earlier than expected. The pod did not deliver enough pulses by the end of second prime to align the firing flat and release bar and allow the needle mechanism to fire. Rerun of the pod replicated the rotational sensor malfunctions. Inspection of the drive mechanism assembly found contamination on the commutator cap. The contaminated commutator cap was confirmed to be the cause of the reported failure of the cannula to deploy.